Event description:
It was reported that in (B)(6) 2015 the patient overdosed, as they couldn't be woken up and they almost died. The patient was taken to the hospital, and the dose was lowered. The patient was told that the pump was overinfusing. There have been no issues since the dose was lowered. The situation was noted as resolved. The drug that was used via the device system was dilaudid.

Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).